Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05171. It was reported diagnostic testing revealed high impedance measurements on multiple lead contacts. Reportedly, x-rays were scheduled. Follow-up identified surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-05171. Follow-up identified surgical intervention was undertaken during which time the issue was confirmed. As a result, one of the two leads was explanted and replaced with a new model. Postoperatively, stimulation was restored and effective therapy established. The issue is resolved. Both leads are being reported as explanted as its unknown which lead was removed.